Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop for 19 minutes, during which the patient vomited. The pump started back up on its own. The patient was on batteries which were recently changed with new ones. The patient was admitted to the hospital with plans to keep on batteries. The distributor checked the driveline by moving and bending it, but there was no sign of a communication or electrical fault. The cause of the pump stop was determined to be due to a short-to-shield event. No pump stops have reoccurred. The patient was discharged with an ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed wire damage that would have contributed to the pump stoppage event captured in the submitted log file. The submitted log file contains data recorded from 10oct2018 ¿ 30oct2018. On (B)(6) 2018 between 18:01:30 and 18:20:08, the pump speed decreased below the low speed limit resulting in several pump stops. The pump speed appeared to fluctuate as it tried to regain speed, however the speed remained below the set speed for approximately 19 minutes. This event was accompanied by corresponding motor stopped, low speed advisory/hazard, and low flow hazard alarms. This occurred while the system was supported on external batteries. Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log file appear consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 8¿ from the pump housing. The distal portion of the driveline measuring approximately 30.5¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. The driveline was wrapped in rescue tape approximately 9¿ - 17" and 23¿ - 24" from the controller connector. Upon removal of the rescue tape, damage to the outer jacket was observed at approximately 9¿ - 13", 15¿ - 16", and 23.5" from the controller connector. Electrical continuity testing of the driveline segments found all wires to be electrically intact. Visual inspection of the underlying wires revealed breaches to the yellow, red, orange, and brown wires between approximately 6¿ and 7" from the pump housing, exposing the inner metal conductors. Microscopic inspection and hipot testing also revealed an additional smaller breach in the insulation of the red wire approximately 25¿ from the controller connector. All of the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The pump stoppage event while operating on external batteries would have occurred if any the exposed conductors for different motor phases simultaneously contacted each other or the metal braided shield, resulting in a phase-to-phase short. Incidental findings were also found: examination of the returned driveline revealed superficial damage to the outer silicone jacket. A specific cause for this damage could not be conclusively determined through this evaluation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev b., and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Chapter 4 of the IFU, entitled ¿system monitor¿, has a section entitled ¿date and time¿ which outlines how to set the date and time on the system monitor and system controller. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.